Manufacturer narrative:
The device was returned and the evaluation found the event previously stated in section b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited a focus error on the camera. There were no reports of patient involvement.

Manufacturer narrative:
Correction: update to section b5. Update to section h6 component code and medical device problem code. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Based on the results of the investigation, olympus confirmed foreign material came out of the device in the auxiliary water channel, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign materials in the jet tube. There were no reports of patient involvement.